Manufacturer narrative:
The electrode belt was returned to the distributor. The monitor has not been returned. Device evaluation of belt has been completed at the distributor. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Awaiting return of the monitor and distributor's evaluation.

Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly conscious at the time of the event. Supraventricular tachycardia (svt) contributed to the false detection. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. No injury was reported from the treatment. The patient did not seek medical attention. The patient continues to use the lifevest. No deficiencies were alleged against the device.